Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms along with lead fracture around the clavicular area which was observed during fluoroscopy. Also, the physician had pulled back the lead to the right atrium in an attempt to explant it. This lv lead was capped and surgically abandoned in the patient. A new competitor lv lead was successfully placed with acceptable measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.